Manufacturer narrative:
Although bd was informed on (B)(4) 2019 of an event, it wasn't until (B)(4) 2019 that reportable information was received. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
The customer reported an occlusion however the pump did not alarm. The pump was infusing for five hours without any fluids being delivered to the patient. The pump then alarmed for infusion complete with a vtbi listed at 546 ml.

Manufacturer narrative:
The customer¿s experience of an underinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The device recorded 981.698ml as being delivered and is what was programmed. The device alarmed multiple times (16 times) for patient side occlusion. Alaris maintenance software was used to run the fluid side occlusion and patient side occlusion tests. The pump module passed both tests. The customer¿s experience of the device occluded without alarming was not identified.

Event description:
The customer reported an occlusion however the pump did not alarm. The pump was infusing for five hours without any fluids being delivered to the patient. The pump then alarmed for infusion complete with a vtbi listed at 546 ml.